Event description:
The patient experienced a minor non q-wave myocardial infarction during the procedure. It is undetermined where the myocardial infarction was located. Reversal non-flow with ntg and adenosine was also noted. The patient was initially admitted for a later acute myocardial infarction in 2007. The patient had a lesion in the mid left anterior descending (lad) branch that was type c, restenotic, excessively tortuous and eccentric. The lesion was 28mm in length and had a vessel diameter of 2.5mm. The patient also had a lesion in the distal lad branch that was type c, de novo and eccentric. The lesion was 18mm in length and had a vessel diameter of 2.5mm. A 2.5 x 28mm cypher select stent was implanted in the mid lad at 8atms and another 2.5 x 28mm cypher select stent was implanted in the distal lad at 18atms.

Manufacturer narrative:
Please note: this cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01312 and 0616099-2007-01313. Additional information will be submitted upon 30 days of receipt.